Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional and it was reported that the cause of the sudden rectal burning during bowel movements was unknown, and that patient had an office visit planned for (B)(6). The burning had not resolved, and patient was to call for assistance adjusting the settings of their device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as healthcare professional reported that patient and family encouraged to contact company for education on program use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction and gastrointestinal/pelvic floor who reported that the patient experienced a burning deep inside the rectum during a bowel movement. The caller indicated that the patient was set to 0.5 at the time of the call after increasing from 0.3 after leaving the hospital. The patient was advised to try decreasing stimulation to see if their symptoms resolve and if they did not to follow-up with their healthcare provider (hcp). Patient status is unknown at the time of this report and the issue appeared to have a sudden onset in that the patient indicated the issue began on (B)(6) 2018. There were no further complication reported or anticipated.